Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: labeling review and analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for particulate on device on patient contacting surfaces was confirmed with objective evidence of the returned device. No manufacturing non-conformities were found in the returned sample. Available information suggests excessive manipulation of the guidewire within the dilator and difficult patient anatomy (significant calcification involving the annulus, chordae, leaflets, and papillary muscles), may have contributed to the observed damage on the dilator. The proposed root cause from the event was the generation of the particle from within the dilator with the guidewire. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, after the guidewire was withdrawn from the dilator, the physician observed a small white fragment adhering to the wire. The fragment had a fusiform shape, whitish in color, and measured approximately 2-3mm in length and 0.2mm in width. The dilator was removed in the usual manner, without any complication. The procedure proceeded and one pascal device was successfully implanted with a favorable clinical outcome.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.